Event description:
It is reported that the glenoid reamer broke while reaming the glenoid.

Manufacturer narrative:
Eval summary: no product was returned for eval and the lot number was not attainable. Hence, field age of the device cannot be determined. Means of failure is unk, therefore cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.